Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a popliteal lesion. A 4.5x150mm supera stent was advanced over a non-abbott guide wire when it became stuck. The device was simply removed. Another 4.5x60mm supera device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a popliteal lesion. A 4.5x150mm supera stent was advanced over a non-abbott guide wire when it became stuck. The device was simply removed. Another 4.5x60mm supera device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device which identified the inner member, including the tip, was returned separated. The reported difficulty advancing and removing were not tested due to the inner member separation and condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. The bunching and separation noted to the inner member of the returned unit indicate that resistance was encountered and further attempts to advance caused the inner member to bunch and lock-up onto the guide wire. Additionally, the separation likely occurred as the supera was removed with the devices locked together. It may be possible that the tip of the supera and guide wire were not coaxially aligned during loading, causing resistance and subsequent damage; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.